Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 14.5 mmol/l at the time of incident. Customer stated that the insulin pump act button was hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received multiple battery out limit alarms. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, operating currents, self-test and off no power. No battery out limit alarm during test. Unit was received intermittent button response due to flattened up and down (creased) button dome switch. Inspected connector on lcd and no unlock keypad connector. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and stained address/serial number label.